Manufacturer narrative:
A visual inspection of the returned product shows a portion of a haptic is torn off and is missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusion: glares and halos may be noted by pts even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, pts who have glares and haloes before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and haloes, however, may be perceived more due to the increased clarity of vision.

Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.6mm in 2008, and explanted it three months later, due to pt had experienced glare and halos. Pt had a marginal anterior chamber depth and the pt was over the age recommended for this type of lens. No new lens will be put in.